Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# va0dhdp, implanted: 2014 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient was in a car accident and their leads were pulled loose in (B)(6) 2015. The implantable neurostimulator (ins) was currently turned off and the patient was planning to have a revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.